Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported fluctuations in glucose with a highest bg of 280 mg/dl and a lowest bg of 65 mg/dl. The low was treated with juice, and glucose returned to range. No medical intervention was required.